Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, it was reported that the customer experienced a low blood glucose (bg) level ranging from 43-55 mg/dl. Low bg cause was not known. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.